Event description:
Patient reported obtaining back-to-back blood glucose results of 202 mg/dl, 304 mg/dl, 164 mg/dl, and 144 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these results. No pt injury was reported and no treatment was rec'd. Quality control testing was performed on the suspect device; the level-one control solution tested within the acceptable range and the level-two solution tested outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.